Manufacturer narrative:
This report is submitted on august 04, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced persistent (B)(6) infection at the abutment site. Subsequently, the abutment was removed under general anesthesia on (B)(6) 2017. There are plans to place an internal magnet; however, yet to occur as of the date of this report. The patient will continue to be clinically monitored by their healthcare provider.